Manufacturer narrative:
The customer reported issue was confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture 11/28/2011 to the present date 11/3/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
The customer reported a broken/damaged barrel clamp that needs replacement. No patient involvement is noted.